Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
The patient presented for an implantable cardioverter defibrillator (ICD) explant procedure. The ICD was explanted prophylactically due to advisory. The patient was in stable condition throughout the procedure.